Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 14dec2025: according to the treating physician¿s public statement at the conference unintended left common carotid artery (lcca) coverage occurred. The treating physician did not intend on covering the lcca, it was covered by mistake, through incorrect planning and sizing and procedural advice given by a proctor who was not certified or trained to act as a proctor for cook devices. Patient outcome: additional information received 14dec2025: no immediate bypass was performed at the time. The coverage of the lcca was attributed by the referring physician to have caused the patient¿s cerebrovascular accident.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as zenith alpha thoracic device g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: attached is an image of the patient whose left common carotid artery was covered during tevar by a non-certified individual. Patient outcome: she continues to rely on crutches following the event, which her treating team attributed to a mal-deployment during an off-label use of a zenith alpha thoracic device.